Event description:
It was reported that the customer experienced intermittent on-going low blood glucose (bg) levels between 33-59 mg/dl. Suspected cause was due to the customer's personal profile requiring adjustments. Customer required a third-party assistance from emergency medical technicians, who provided the customer with intravenous dextrose and glucagon. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.